Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the steinmann pin (p/n: 869117p) was broken during the tka surgery of the patient¿s right knee joint on (B)(6) 2019. The surgeon inserted the steinmann pin with jacobs chuck. The steinmann pin was caught in the cutting block (p/n: 228705000) when the surgeon attempted to remove it from the hole for fixing the steinmann pin and it could not remove and it was broken. The surgery was completed without a surgical delay and there was no adverse consequence to the patient. No further information is available.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: the devices were reviewed by bioengineering and a report was received stating it was unlikely that a manufacturing defect was present. Root cause attributed to the device being worn from normal use and servicing. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.